Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a couple clips and then jammed. The case was completed by an unknown means. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Advancer bypass, malformed clip. Eval summary: the device was received in good condition. It was cycled, fed and formed two conforming clips and then an advancer bypass issue was noted. The jaws remained in closed position and the trigger was manually assisted in order to open the jaws; one pear shaped clip was released. At the end, the device locked out as intended. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.